Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and did not notice a trend arrow on the device. The customer experienced panic and dizziness. It was indicated that the customer was provided glucose for treatment by a non-healthcare professional. There was no report of death or permanent injury associated with this event. Sensor scan results of 116 mg/dl and 59 mg/dl were obtained and compared to competitor brand meter results of 156 mg/dl and 175 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was two days.